Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Occupation is lawyer. (B)(4).. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plaintiff¿s preliminary disclosure and asr medical record received. After review of medical record, patient was revised to address left hip pain. Patient had elevated metal ion. Revision notes stated that there was a lot of fluid in the hip, there was a lot of tissue that appeared black in nature and appeared like corrosion. Pseudocapsule and old scar were excised. Acetabular component and head were removed with minimal bone loss. Doi: (B)(6) 2007 - dor: (B)(6) 2019 (left hip).